Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see associated: 0001825034-2019-03942, 0001825034-2019-03941, 0001825034-2019-03940, 0001825034-2019-03939. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
It was identified sterility was not compromised. This device did not cause or contribute to a reportable event. Please void this submission.

Event description:
It was identified sterility was not compromised. This device did not cause or contribute to a reportable event. Please void this submission.